Event description:
It was reported that a hydroview intraocular lense was explanted due to opacification. The lot and serial number were not provided, therefore, it has not been possible to determine whether the lens model is hydroview 1.0. Add'l info was requested, but has not been rec'd to date.

Manufacturer narrative:
Hydroview iol was discontinued and is no longer manufactured by bausch and lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.